Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate low control solution results. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.